Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right video assisted thoracoscopic of retrained hemopneumothorax with right diaphragm procedure, the needle on the device was missing. The surgeon also documented that it was a 2-3 mm piece of the needle. After an inspection during a laparoscopic procedure, the surgeon was unable to find the needle.